Event description:
It was reported that during an unspecified coronary intervention procedure via radial access, an unspecified stent balloon was attempted to be inflated using a 20/30 indeflator; however, the indeflator was unable to increase the positive pressure. The physician stopped inflation of the stent balloon once and negative pressure was given to the stent balloon, then there was air noted coming into the 20/30 indeflator. There was no blood coming into the 20/30 indeflator; therefore the connection between the devices was checked, and it was suspected that the three-way stopcock had a leak. The physician replaced the three-way stopcock for a new three-way stopcock, and the inflation of the stent balloon was successfully achieved using the same 20/30 indeflator. There was no reported adverse patient effect. There was no clinically significant delay in the procedure. The physician commented that the air leak improperness was due to the three-way stopcock, and was not due to the 20/30 indeflator. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported leak in the stopcock was confirmed. The indeflator was returned with blood on the handle. There was contrast on the handle and in the syringe. The stopcock was returned with no blood visible. There was contrast in the female ports. The screen at the base of the gauge was seated correctly. There was no damage noted to the indeflator. There was no damage noted to the stopcock. Based on visual inspection and functional testing of the returned stopcock, there is an indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event and there have been no similar incidents reported from this lot. Based on an expanded investigation and further review of the complaint-handling database and other sources of non-conformity data, it was determined that the devices performance with regards to the leak was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.